Event description:
The customer reported that an 840 ventilator was displaying touchscreen block messages. There was no pt involvement. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended cleaning the touchscreen and testing the ventilator. Covidien was not authorized to service the device.

Manufacturer narrative:
Covidien ref # (B)(4).